Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a rectal procedure, there was a massive rectal bleeding. There was surgical resumption, blood transfusion was noted, reanimation and clips were added on the staple line. Additional operation was needed.